Manufacturer narrative:
Product analysis #(B)(4): brief description of complaint: the wire basket broke during activation and the metal pieces were left behind in the specimen. No specimen was found left in the breast and the tissue sample was able to be captured with the same wand. The wires were not cut to remove the specimen. Investigation conclusion: the reported issue was confirmed. There are one complete wire break and multiple wires strands that are broken, frayed, within each of the four remaining four individual cut/capture wires within the multileaf element. There are nineteen wire strands that make up each of the five individual cut/capture wires, the wires are frayed but not completely severed and each of the four wires remain attached to each leaf, however, it cannot be determined when the wire strands became damaged. The five eyelets and the five wire knots remained intact and attached to each leaf within the multileaf element. The confinement sleeve tip, trocar tips legs, and the polyimide tubing insulation are damaged, melted, however, it cannot be determined what caused the polyimide tubing insulation, the trocar tip legs and the confinement tip to degrade. Patient information incomplete and missing patient information unable to be obtained despite a good faith effort made to obtain the information from the customer. If information is provided in the future, a supplemental report will be issued.

Event description:
During a bles procedure, a wire on the intact wand fractured and detached. Nothing fell into the patient and there was no patient injury.